Event description:
Customer reportedly received the following results within 10 minutes on the same device: 136 mg/dl, 195 mg/dl, 89 mg/dl, 170 mg/, 89 mg/. L1 control was run and out of range. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.